Manufacturer narrative:
Patient code 3191 captures the event of additional medical intervention, for the device reprogramming. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted the set screw mark on the terminal pin was slightly misaligned, indicating the terminal pin was not fully inserted into the device header. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured at about 17 cm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the noise and oversensing that were observed clinically.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored several untreated episodes showing noise, noted in the remote monitoring system. The patient was seen in the clinic for troubleshooting. Manipulation of the device pocket reproduced noise in the secondary and alternate vectors, but not in the primary vector. X-rays were performed and no obvious lead issue was visualized. However, it did appear that the electrode terminal pin was not fully inserted into the device header. The device was reprogrammed to the primary vector and the physician will monitor the performance in the remote monitoring system. No adverse patient effects were reported. Additional information was received. The physician was planning a replacement procedure due to the noise observations and potential for the electrode integrity to be compromised. At this point, the physician was considering replacing the s-ICD system with a transvenous (tvicd) system. A procedure had been scheduled for the end of (B)(6), but this was postponed for early march, then was finally performed on (B)(6) 2021. The s-ICD was deactivated with an explant planned for a later date and a single-chamber tvicd system was implanted. The s-ICD system was explanted on (B)(6). No additional adverse patient effects were reported due to the explant procedure. The explanted products were expected to be returned for laboratory analysis as it was suspected the electrode was fractured.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored several untreated episodes showing noise, noted in the remote monitoring system. The patient was seen in the clinic for troubleshooting. Manipulation of the device pocket reproduced noise in the secondary and alternate vectors, but not in the primary vector. X-rays were performed and no obvious lead issue was visualized. However, it did appear that the electrode terminal pin was not fully inserted into the device header. The device was reprogrammed to the primary vector and the physician will monitor the performance in the remote monitoring system. No adverse patient effects were reported. Additional information was received. The physician was planning a replacement procedure due to the noise observations and potential for the electrode integrity to be compromised. At this point, the physician was considering replacing the s-ICD system with a transvenous (tvicd) system. A procedure had been scheduled for the end of (B)(6), but this was postponed for early (B)(6), then was finally performed on (B)(6) 2021. The s-ICD was deactivated with an explant planned for a later date and a single-chamber tvicd system was implanted. The s-ICD system was explanted on (B)(6). No additional adverse patient effects were reported due to the explant procedure. The explanted products were expected to be returned for laboratory analysis as it was suspected the electrode was fractured.

Manufacturer narrative:
Patient code 3191 captures the event of additional medical intervention, for the device reprogramming. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted the set screw mark on the terminal pin was slightly misaligned, indicating the terminal pin was not fully inserted into the device header. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured at about 17 cm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the noise and oversensing that were observed clinically. This supplemental report is being submitted to update the date of event field. Additional analysis of stored device data found that the first occurrence of noise was recorded on (B)(6) 2020.

Manufacturer narrative:
(B)(4) captures the event of additional medical intervention, for the device reprogramming. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored several untreated episodes showing noise, noted in the remote monitoring system. The patient was seen in the clinic for troubleshooting. Manipulation of the device pocket reproduced noise in the secondary and alternate vectors, but not in the primary vector. X-rays were performed and no obvious lead issue was visualized. However, it did appear that the electrode terminal pin was not fully inserted into the device header. The device was reprogrammed to the primary vector and the physician will monitor the performance in the remote monitoring system. No adverse patient effects were reported.